Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "enlarged lymph nodes" and "possible t cell lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested upon confirmation of patient consent from mhra. No additional information is available at this time. Reason for reoperation: rupture, "enlarged lymph nodes" and "possible t cell lymphoma (histopathological markers are not reported)". Implanting institution: (B)(6) center. Explanting institution: (B)(6) center.

Event description:
Patient reported "developed arm and hand swelling and numbness and a rash", "rash biopsy showed. Possible t cell lymphoma", "rupture of left implant noted on CT of chest", "numerous enlarged lymph nodes" device has been explanted. Histopathological markers cd30+ and alk- have not been received. This record is for left side.